Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2019-116127. Is being retracted as it is a report duplication. 1818910-2019-116127 will be kept for investigation purposes .

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Equipment used at (B)(4). It was reported that the pinnacle cup would not release from the kincise impactor attachment. The surgeon ended up removing the cup and attachment, and proceeded to implant a new cup via standard manual instrumentation. The issue was observed during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. No further information was provided. An exchange device(s) will be sent to the account and they have been requested to return the corresponding complaint device(s).